Event description:
Nurse reports the following symptoms as a result of repeated glutaraldehyde sterilizing agent exposure: migraines, colitis, fatigue, weakness, bloating, edema, burning eyes, nose and face, muscle spasms, choking, laryngospasm, nasal congestion, sob, "husky" voice, dizziness, difficulty breathing, "upper airway closed," inflamed edematous vocal cords, "viral-like" symptoms, and was diagnosed by several physicians with asthma and "hyperactive airway 'disease' as a result of glutaraldehyde sensiti5~ty." This sensitivity was documented by a positive carbachol challenge test. Rptr also notes harassment by hosp staff regarding workman's compensation issues and ineffective regulation by government agencies. Rptr also sites similar medical problems among numerous co-workers. (*)